Manufacturer narrative:
(B)(4).

Event description:
It was reported that intra-aortic balloon pump (iabp) therapy was started on a patient that was transferred to the hospital because of cardiac arrest and unconsciousness. The medical doctor performed cardiopulmonary resuscitation and the patient was revived at that time but then continued to have ventricular fibrillation. The situation was very severe. The patient passed away. Therapy was started by the medical doctor. The pump alarmed helium loss and other alarms went off. Catheter problems were not found. The patient passed away but according to the doctor the device was not the cause of the patient's death. Dr. (B)(6), made the medical judgement that the device did not cause or contribute to the patient's death.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "helium loss alarm" is unable to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that intra-aortic balloon pump (iabp) therapy was started on a patient that was transferred to the hospital because of cardiac arrest and unconsciousness. The medical doctor performed cardiopulmonary resuscitation and the patient was revived at that time but then continued to have ventricular fibrillation. The situation was very severe. The patient passed away. Therapy was started by the medical doctor. The pump alarmed helium loss and other alarms went off. Catheter problems were not found. The patient passed away but according to the doctor the device was not the cause of the patient's death. Dr. (B)(6), made the medical judgement that the device did not cause or contribute to the patient's death.